Event description:
It was reported to a physio-control sales representative that the display of the customer's device was all white. A white display indicates a device lock-up which would not allow the device to deliver defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. The third-party service agent then replaced the user interface to stack flex cable assembly. The device then displayed 'check printer'. The third-party service agent replaced the printer flex cable assembly. Proper device operation was then observed through functional and performance testing. After repair, the device was returned to the customer for use.